Event description:
Additional information received from the health care provider (hcp) reported that the patient's ins had no life.

Event description:
It was reported that the patient had shoulder surgery a couple years ago and the patient was having the shoulder pain again so she needs an x-ray. The shoulder pain and the need for an x-ray were not related to the device therapy. The patient fell on the ice and cracked her head. She had a CT scan on (B)(6) 2014 with her device turned off. The patient did fall on the device and on her head. Since the fall, she was uncomfortable near the device implant site. She was black and blue near the tip of the device. The patient had an appointment on (B)(6) 2015 to have it checked. The physician told the patient that the device can be moved but she does not want further surgery. The device was working because she can feel it. The patient turned the device down at one point because she has a lot of problems with bladder infections. She decreased the stimulation because she felt it was effecting the infections. The device was turned down towards the end of (B)(6) 2015. Additional information received reports the patient do not have concerns with their device or therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the consumer reported the patient experienced a loss or change of therapy. It was indicated the patient had fallen (B)(6) 2014 and was never the same since. That was when the pain started down the right leg. The implantable neurostimulator (ins) and leads were taken out the day prior to the call ((B)(6) 2016) because the patient had pain down her right leg. No cause or troubleshooting was provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0mp8d, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).